Event description:
It was reported that the ilet pump became unresponsive after a snowboarding accident, with the touchscreen not responding and the device failing to power on or charge, and the user later observed an alert 56 before the device again would not restart; the user transitioned to alternative therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and review of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive key or button behavior localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.